Manufacturer narrative:
Two (2) used and damaged g3-05-nb, entriport bladeless optical trocars, 5mm, were received for evaluation from lot number 201511111. In addition, seven (7) unopened, sealed packages of the g3-05-nb entriport bladeless optical trocars, 5mm were received from the same lot. Visual inspection found the optical tip had completely detached from the obturator tube of both used devices. The hole tabs on the optical tips were completely sheared off. One of the obturator tubes had two (2) holes with residual plastic, presumably from the optical tip. One optical tip had a flattened proximal end and one obturator tube was slightly bent near the hole area. The device was manufactured 11-nov-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported incident. Of the lot containing (B)(4) units, there have been no other similar complaints received. A two (2) year review of product history for this device group, entriport trocars, shows this as an isolated event of the optical tips of the obturator separating and breaking off of the device. During this two (2) year period over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode 0.016 percent. To date, there has been no patient long term effect related to this isolated incident. The cause of the reported obturator tip breakages still remains under investigation. The entriport surgical trocar system has applications in a variety of endoscopic procedures to provide a means of entry and access for endoscopic instruments. The trocar may be used with or without visualization for primary and secondary insertions. To reduce the risk of patient injury, the instructions for use provides the following warnings and precautions: read and become familiar with all instructions and cautions in this instruction for use before using this product. The optical features in the entriport bladeless optical obturator are intended to minimize the likelihood of penetrating injury to underlying structures. However, the standard precautionary measures employed in all obturator insertions must be observed. Although the bladeless optical trocar has a blunt tip, care must still be taken, as with all trocars, to avoid damage to major vessels and other anatomical structures (such as bowel or mesentery). To minimize the risk of such injury, be sure to: establish adequate pneumoperitoneum; properly position the patient to help displace organs out of the area of penetration; note important anatomical landmarks; direct the trocar tip away from major vessels and underlying structures; do not use excessive force. Verify compatibility of endoscopic instruments and accessories from different manufacturers before utilizing them together in a surgical procedure.

Event description:
The user facility representative reported that on (B)(6) 2015, when the physician inserted the entriport optical trocar at the initiation of a laparoscopic cholecystectomy, the tip of the trocar's obturator broke off. A second entriport optical trocar was opened and upon insertion of the trocar, the tip of the obturator broke off inside of the patient's peritoneal cavity. The tip was removed immediately using a pair of atraumatic graspers. As reported, no harm came to the patient as a result of this event. Additional details were provided by the reporter. At the time of the breakage there was nothing unusual occurring. The surgeon was using his normal technique for trocar insertion. Only an endoscope was placed down the trocar at the time of the event.